Manufacturer narrative:
(B)(4). Date of implant estimated. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a restenosed lesion located in the moderately calcified, moderately tortuous mid left anterior descending artery. After predilatation was performed an attempt was made to cross the proximal end of the previously implanted 2.75x18 mm xience xpedition restenosed stent with a 2.5x8 mm xience xpedition stent; however, it would not cross. Balloon angioplasty was perfomed successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.